Event description:
Reportable based on device analysis completed on (B)(6)2024. It was reported that the coil could not be advanced in the catheter and could not be withdrawn. The target lesion was located in a transjugular intraheptic portosystemic shunt (tips) in the mildly tortuous fundus gastric vein. A 6mm x 20cm and 8mm x 20cm interlock coils were used. During the procedure, heparin saline was continuously injected. After each coil was introduced into a 2.7fr microcatheter, it could not be advanced in after crossing the midline and could not be withdrawn from the microcatheter. The coils removed together with the catheter. The procedure was completed with new 6mm x 20cm and 8mm x 20cm coils. There were no patient complications reported and the patient status was stable. However, device analysis revealed that the coil arm was detached.

Manufacturer narrative:
The device was returned for analysis. During visual inspection, it was observed that the main coil, the introducer sheath and the pusher wire were returned. It was observed that the main coil was bent and stretched at the primary coil section. The pusher wire was bent at heat shrink tfe tubing and also the coil was bent, stretched and the arm was detached. The functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Based on the evidence, the reported issues could be confirmed due the device condition.